Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that all attempts were on the same patient and is the same connection issue to the rechargeable ins that has been reported many times nationally. They have not heard of a solution to this issue other than continuing retry/exit the dbs app or try with a different tablet. We do not have logs for this particular issue, but the logs have been sent in for the same issue with other pts. The rep was told that this issue was well known when it was called in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report from the manufacturer representative (rep) that there was difficulty connecting to the neurostimulator yesterday on 3 separate tablets. Rep said the no communicator message error came up, then she got communication in progress but it got stuck on 0%. Rep subsequently turned the communicator off and then cancelled the session and restart before she can make connection to the neurostimulator. Rep said issue occurred with her tablet, a colleagues and the doctor's.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that the software version of the tablets are 4.0.1052.